Manufacturer narrative:
Block a4: the patient's weight is 208.3 lbs. Block h6: imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a x-tack endoscopic helix tacking system (235cm) was used during a mucosal defect closure in the transverse colon performed on (B)(6) 2022. The procedure was completed but was not considered a technical success. The fistula had improved appearance but was not completely sealed. The patient was hospitalized with no ICU stay and was discharged on (B)(6) 2022. No further information has been obtained despite good faith efforts.